Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a regional equipment specialist (res) that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during a machine inspection for intermittent low flow error. The machine has approximately 57 hours. Although the error could not be reproduced, the res replaced the power supply assembly to resolve the burned power plug issue. Additional information was requested, however was not provided.

Manufacturer narrative:
Plant investigation:  a fresenius field service technician (fst) was called on-site for a reported intermittent flow error in a 2008t machine. The fst could not duplicate the reported error; however, during the investigation found fluid leaks from the chamber full switch tubing (cfs) and from the uf pump pre-filter. The fst addressed the fluid leaks by adjusting the tubing to the cfs and to the uf pump filter. The fst also replaced the power supply power cord due to physical damage he noted as being an out-of-box issue. A product history review was completed during investigation. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.